Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#(B)(4). Summary of investigational findings: a patient was treated for type b aortic dissection. The physician placed a zdeg-p-32-202-pf-us (complaint device). It was very difficult to release the safety wire (trigger wires) during deployment. The device was eventually deployed per instructions for use (IFU) in the planned target zone (physician noted that the device came slightly back ~2mm). No adverse effects to the patient were noted. This complaint is related to another complaint. Device was not returned and no images were provided. Review of the device history record gave no indication of the device being produced out of specification. The complaint device was not returned for the investigation, based on the provided information it has not been possible to determine the cause of the reported event. Internal actions related to difficulties or inability in withdrawing the trigger wire mechanism has previously been initiated and relevant personell have been informed of this complaint. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13apr2023: the customer was able to land the device in the planned target zone, but device did come back slightly with safety release. Medical doctor noted device came back slightly approximately 2mm. No adverse affects noted.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: clinical specialist. PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician had a very difficulty time releasing the safety wire. The physician was unhappy with amount of force required to successfully release the safety wire. The device was eventually deployed, per IFU (instructions for use). There was no severe tortuosity. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.